Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0yffn, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that there were two bladder infections. She had a bladder infection and they put her on medication. The patient took the medication all week. This occurred on (B)(6) 2015. She went back to the health care professional (hcp) and they gave her a shot and another oral medication. She had two different types of infection in the bladder. This occurred on (B)(6) 2015. The intervention taken to resolve the issue was oral antibiotics. They showed the patient how to use the programmer after surgery but she did not remember because she was under anesthesia. She had a doctor appointment on (B)(6) 2015 and she would have them show her how to use the patient programmer. The device was implanted because the patient had bladder infections and accidents. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up rep ort will be sent.